Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2 foreign: finland. Evaluation and investigation is in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery when using the dermatome the precision of the skin graft was not good. There was no harm or delay reported. Due diligence is complete. No additional information is available. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected: b4, b5, d1, d4, d9, g3, g6, h2, h3, h4, h6, h11. Review of the most recent repair record determined the motor speeds were unstable, the reciprocating arm was worn, the control bar was not in the correct position, and the device was out of calibration; however, the repair was not completed because the customer has not yet approved the repair quote. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information available.